Event description:
As reported by the patient, she developed an ulcer on her cornea while wearing trial contact lenses. She inserted the lens on (B)(6) 2013 and wore it seventeen days. She experienced mild pain and discomfort and sought medical attention from the emergency room on (B)(6) 2013, where she was diagnosed with a corneal ulcer in the left eye. The following treatment was prescribed; ciprofloaxcin, one drop per hour for two days, and then one drop four times a day, indefinitely; vigamox, one drop her hour for two days, and then one drop four times a day, indefinitely; fluorometholone 0.1%, four times a day (alternating with vigamox) every two hours. She followed up with an ophthalmologist on (B)(6) 2013, and was instructed to discontinue extended wear lenses and to wear her glasses whenever it is possible to avoid contact lens wear. Additional information was received from the ophthalmologist on (B)(6) 2013, which states the patient experienced moderate pain and redness, and had a watery discharge. No anterior chamber reaction was observed. The ulcer was 1mm, centrally located. There were no infiltrates. Mild (<50%) corneal staining was present. No permanent scarring noted. Additional information received on (B)(6) 2013 from the doctor's office states the patient had a follow-up appointment on (B)(6) 2013, and that the event was ongoing. The patient had another follow-up appointment (B)(6) 2013. The patient reported on (B)(6) 2013 that the ulcer is resolved and she has been advised to resume lens wear. She is no longer using any of the previously prescribed medication, and she will be seen again for her regular check-up in three months.

Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. Review of the device history records and sterilization records indicates the lot 31065917 met all in-process and finished product specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The package label stated, the eye care professional should establish an extended wear period up to 30 continuous nights that is appropriate for each patient. Once the lens is removed, the patient's eyes should have a rest period with no lens wear of overnight or longer, as recommended by the eye care professional. The eye care professional should review the following instructions with the patient; lenses must be cleaned, rinsed, and disinfected each time they are removed, for any reason. If removed while the patient is away from the lens care products, the lenses may not be reinserted, but should be stored in a lens case filled with the recommended storage solution until they can be cleaned, rinsed, and disinfected. Cleaning is necessary to remove all traces of the cleaner and loosened debris. Lenses must be cleaned, rinsed, disinfected, and stored in accordance with the package labeling of the lens care products recommended by the eye care professional. (B)(4).